Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (right arm) while wearing the device longer than 48 hours. The patient was taken to the ER (emergency room) and diagnosed with an infusion site infection. Patient reported the infusion site was red, swollen and had a purulent discharge. The site was drained, and the patient was prescribed cephalexin 500mg -3 times per day for 7 days, and septrin 160mg -2 per day for 8 days. The patient reported they were also given a machine to assist with wound healing that they continue to wear, along with ongoing follow up with their hcp (health care provider) for monitoring. The patient removed the pod prior to the ER visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.